Event description:
Dexcom g7 had been reading off for months. Ranging from 20 to 100 it's off on my son's glucose. On (B)(6) 2025, I was out of town and he did not answer the phone so I sent family to check on him. He was unresponsive when police and paramedics arrived his glucose was in the 20s. However, his dexcom g7 was reading from roughly around 80-90. He consistently recalibrates it, sometimes up to 4 or 5 times a day. This is now become more than a nuisance but a dangerous situation for him. Dexcom just tells him to recalibrate it. The last few days it did not work at all. After several calls he was told the app was messed up.